Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer also reported smartguard updating and then the insulin delivery was suspended. The customer was treated for hyperglycemia with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, unomedical, unk_reservoir. Troubleshooting was declined by the customer for low blood glucose event and high blood glucose event. Troubleshooting was performed for the smart guard and the customer was explained that " active insulin updating¿/¿smartguard updating¿ occurs if the insulin pump has recently been turned on for the 1st time, a pump error occurred, settings were cleared, or the pump has been suspended for more than 4 hours. The customer was advised to monitor the pump as it may take up to 5 hours for the process to complete. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.